Manufacturer narrative:
One level 1 hotline low flow system was returned for the evaluation of the reported issue. The device was received with a damaged power switch on an outdated pcb, bent prongs on line cord, cracked tank cover and noisy pump. The thermister and inside of the heater assembly were rusty, and the threads on the interlock block were stripped. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The investigation started with a visual inspection then the tank was filled with water, temp check attached, line cord plugged in, and the power switch turned on. There was no power, so the front cover and pcb were removed to further investigated. The loss of power was caused by a damaged connection between the power switch and the pcb due to the customer's daily use of the power switch. No action were taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.

Event description:
Information was received regarding a level 1 hotline low flow system. It was reported that the device would not power up. It is unknown if there was a patient involved.